Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was torn, and there was no patient contact. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.